Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found the errors were confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where agc current test# was found to be failing on the 0x2 axis. Once testing was completed, the pitch searchlight flat flex cable (ffc) was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to failed communication of the yaw searchlight ffc in the usm.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci assisted surgical procedure, a non-recoverable fault on a robotic system, and it was stated that a hard reset had already been performed. Technical support engineer (tse) reviewed the logs, verified that the errors were coming from arm 1, and first suggested proceeding with the procedure using three arms or switching to another system while the team consulted the surgeon on how to proceed. The procedure was completing as planned with no reported injury.